Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that during the angio-seal deployment they had encountered a suture stall within the reel of the proximal hub. The territory manager talked the doctor through the options for correcting a stalled suture deployment and the doctor achieved a dry close and good outcome. There were no other devices or equipment used with the reported product. Additional information was received on 15-mar-2022: the patient was in stable condition. Hemostasis was achieved by the angio-seal device. Additional information was received on 22-mar-2022: the issue occurred while trying to withdrawal the device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.